Event description:
Stryker zoom stretcher noted to have intermittent power surges/loss of power while transporting a pt. Stretcher was removed from service and was being transported to facilities dept when it began having intermittent surges forward but then suddenly surged backward, pinning the transporter against a wall and causing minor injuries. This was the second serious event with a stryker zoom stretcher in this facility within a month (2 separate stretchers involved). Event was reported to stryker.